Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was unknown at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
Information has been clarified after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported by the customer that the sensor separated from the needle hub, the hub was in the sensor. No needle or sensor break reported, only the hub would not released by the serter.